Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2013, note that tachycardia under the patient's problem list. The relationship between the vns and tachycardia are unknown. Attempts to obtain additional information have been unsuccessful to date.